Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, small indentation/mark on iol. They discussed potentially loading technique issues and injectors not being used correctly and carefully by nursing staff. There was no patient contact and harm. Additional information received stating that patient was unaffected and lens was still in the eye. There are two medical device reports associated with this report. This file is 2 of 2.